Manufacturer narrative:
The returned device was evaluated and the pod was found to have terminated in a hazard alarm (occlusion); a safety feature not considered a malfunction. The root cause of the alarm could not be determined. Simulated use testing identified fluid failing to pass through the entire fluid path. The cannula was inspected and found damaged. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose reached 311 mg/dl while wearing the pod between 24 and 36 hours on the leg. While delivering a bolus, the pod emitted an occlusion alarm. The product has been received and the investigation has identified a damaged cannula.